Event description:
It was reported that using kit bd max check-points cpo ivd false negatives have occurred. The following information was provided by the initial reporter: max ct0488 a5, run 2922 - ndm and vim positive. Ngs strains cultured positive: kpc, oxa-48, ndm, vim. False negative: kpc and oxa-48. Max ct0488 b2, run 2933 - all negative. Ngs strains cultured positive: vim and oxa-48. False negative: vim and oxa-48.

Manufacturer narrative:
The following information has been updated; b.5. Event description updated to include the correct brand name. Kit bd max check-points cpo ivd. D.1. Medical device brand name: kit bd max check-points cpo ivd. D.4. Medical device catalog #: 278102. D.4. Medical device lot # : 2017254. D.4. Medical device expiration date: 10/07/2022. D.4. Unique identifier (UDI) #: (B)(4). After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00171 was sent in error. The product involved is not sold within the us and bd does not sell a similar product within the us and/or it is not a registered medical device in the us. This complaint is not MDR reportable.

Manufacturer narrative:
Common device name: system, nucleic acid amplification test, dna, antimicrobial resistance marker, direct specimen. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit bd max cpo false negatives have occurred. The following information was provided by the initial reporter: max ct0488 a5, run 2922 - ndm and vim positive. Ngs strains cultured positive: kpc, oxa-48, ndm, vim. False negative: kpc and oxa-48. Max ct0488 b2, run 2933 - all negative. Ngs strains cultured positive: vim and oxa-48. False negative: vim and oxa-48.